Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿incorrect assembly¿ with a potential root cause of "operator error or insufficient adhesive". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "step 3: measuring bladder pressure with the bard® intra-abdominal pressure monitoring device zeroing the device 1. Patient must be supine (flat on back). 2. Hold the clamp and rotate the handle clockwise 90 degrees from the ¿drain¿ position to the ¿iap¿ position. Caution: be sure to rotate the clamp the complete 90 degrees. The clamp will stop rotating when it is in the correct position. Verify the drain tube is completely kinked by the clamp. 3. Zero the transducer to atmosphere at the level of the pubic symphysis. After zeroing the transducer, ensure the stopcock is open to the transducer. 4. Hold the clamp and rotate the handle counterclockwise 90 degrees from the ¿iap¿ position to the ¿drain¿ position. Caution: be sure the clamp has been turned to the ¿drain¿ position to ensure proper urinary drainage. Obtaining an iap reading 5. Patient must be supine (flat on back). 6. Hold the clamp and rotate the handle clockwise 90 degrees from the ¿drain¿ position to the ¿iap¿ position. Caution: be sure to rotate the clamp the complete 90 degrees. The clamp will stop rotating when it is in the correct position. Verify the drain tube is completely kinked by the clamp. 7. Pick up the syringe and aspirate 25 ml of saline into the syringe. Compress the syringe plunger slowly over 20 to 30 seconds, gently infusing the fluid into the bladder. Infuse 25 ml of saline, which is enough to create a fluid column and to remove air from tubing. Larger instillation volumes (>50ml) may cause clinically relevant overestimation of iap.1 8. Place the syringe on the bed or hang the syringe from the IV pole. 9. Allow the system to equilibrate and then note the pressure reading on the monitor at end expiration. Caution: this reading should not steadily decline. If you find the pressure reading drifts down, then the clamp is likely not rotated the full 90 degrees and fluid is leaking out of the system or you have a luer connector leak. Drain the system, check the luer connections and repeat the process, making sure the clamp is turned a full 90 degrees. 10. Once a reading is completed, hold the clamp and rotate the handle counterclockwise 90 degrees from the ¿iap¿ position to the ¿drain¿ position. Caution: be sure the clamp has been turned to the ¿drain¿ position to ensure proper urinary drainage. When the bard® intra-abdominal pressure monitoring device clamp is in the ¿drain¿ position, there may be some pressure left in the system, which reads on the monitor, this is normal. Only after following the above procedure and with the clamp in the ¿iap¿ position should the monitor be read and interpreted. 11. Record the volume of fluid infused in the fluid I&o¿s sheet." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the iap (intra-abdominal pressure) device did not receive accurate readings for about four times in the last few months. The readings obtained were erroneously very high.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the iap (intra-abdominal pressure) device did not receive accurate readings for about four times in the last few months. The readings obtained were erroneously very high.